Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 with a blood glucose level over 500 mg/dl. Customer's current blood glucose level is 147 mg/dl after eating breakfast. Customer had symptoms of high blood glucose levels such as vomiting. Customer is getting shots and has a back-up plan of syringes. Customer was wearing the pump at the time of the hospital visit. Customer is also still in the hospital and still wearing the pump. Customer's mother stated that the customer's blood glucose level goes high if he tries to use the pump alone. Customer has been given insulin through an IV. Customer changed his infusion set 4 days ago. The hospital will not let the customer change his set while he is still in the hospital. Customer does not use bolus wizard. Customer does not have any alarms. Customer's mother will call back once she receives the tubing clamp. Customer is in the intensive care unit right now. No further assistance needed.